Event description:
It was reported the patient was unable to feel stimulation in the left leg. Reportedly the patient sustained nerve damage to left leg during an unrelated surgery. The sjm representative interrogated the system and found many invalid contacts. The sjm representative reprogrammed the system but was unable to regain pain coverage for left leg. It was reported the patient may have a lead revision after a scheduled left hip replacement procedure. Note the patient has two leads from the same model and lot implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.